Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2011. Legal counsel reports patient allegations of elevated metal ions, pain, inflammation, metal debris, difficulty walking, and loss of range of motion. Subsequently, patient was revised on (B)(6) 2012. The modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2011. Legal counsel reports patient allegations of elevated metal ions, pain, inflammation, metal debris, difficulty walking, and loss of range of motion. Subsequently, patient was revised on (B)(6) 2012. The modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2012 due to pain, the inability to ambulate, and radiographs indicating a spun acetabular cup. Operative report further noted the presence of a fistula, serous fluid, loss of acetabular bone, the acetabular cup had spun and was unstable. The op report noted good deep tissues without any evidence of pus and the stem was completely ingrown and well fixed. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-01903/-01904/-01905).